Event description:
When md went to use scissors, they would not cut and were removed. After case, during cleaning, instrument was inspected and the tip of one blade of the scissor was found to be missing. Abdominal x-ray of pt confirmed that tip of scissor was in pt. The pt returned to surgery and the tip was found and removed.